Event description:
Information was received indicating that a smiths medical cadd medication cassette with green flow stop caused infusion pump to indicate no disposable, clamp tubing" alarm. Per reporter the residual volume was 10.2 ml, rate 42 ml/hr and 68.8 ml given. Air in line was noted. No adverse patient effects were reported. Per reporter, no additional information available at this time.

Manufacturer narrative:
Additional contact: (B)(6).